Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated sodium result generated on the alinity c processing module for multiple samples. The following data was provided (customer provided normal range: 136 to 144 mmol/l): sid (B)(6) initial result = 160 mmol/l, repeats on two another instruments = 144 mmol/l-and 143 mmol/l sid (B)(6) initial result = 163 mmol/l, repeat on another instrument = 138 mmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated sodium result generated on the alinity c processing module for multiple samples. The following data was provided (customer provided normal range: 136 to 144 mmol/l): sid: (B)(6) initial result = 160 mmol/l, repeats on two another instruments = 144 mmol/l-and 143 mmol/l. Sid: (B)(6) initial result = 163 mmol/l, repeat on another instrument = 138 mmol/l no impact to patient management was reported.

Manufacturer narrative:
A single definitive part of the alinity c processing module was not identified as the cause for the result issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant /erratic results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial: (B)(6) was identified.